Event description:
Charite disc inserted. Pt contacted office 30 days later that their left leg was swollen and when x-rays were obtained, the device (endplates and core) were 75% out of disc space compressing vessels. Pt was admitted and with 2 vascular surgeons was revised and a fusion performed. Eight hours of surgery with both an iliac vein and artery injury requiring arterial grafting were performed. One week stay in ICU. Pt with permanent swelling of leg, lifetime of anticoagulation. Still unable to identify reason for device to migrate; placement within parameters, pt did not perform any activity out of acceptable range. Films reviewed by multiple spine surgeons.